Event description:
The catheter was being utilized across the arterial anastomosis during a thrombolysis of dialysis access. The tip occluder was placed and the thrombolysis was done. Upon completion, the catheter was withdrawn. A 6.5 french balloon catheter was advanced at which time the radiopaque markers from the kumpe catheter were noted at the end of the balloon catheter. One marker was retrieved with the balloon. The other marker was pulled back; however, it embolized in the pulmonary system.